Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the display settings were re-configured. The 2d and 3d imaging were working correctly. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a procedure, the site took an imaging spin and when it appeared on the mobile viewing station(mvs) half the image appeared, but the other half was white. There was no reported impact on patient outcome.

Event description:
Additional information received. Initial reporter, patient age and sex, and case was a 3 level lumbar fusion.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. The dose report was requested and not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a correction for the text of the follow up for march 8, 2019. There was text information that indicated the task was reopened for analysis update. Although the analysis task was completed the analysis information was already available in the initial report. There was no new information in regards to the product analysis. If information is provided in the future, a supplemental report will be issued.